Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot# ; was there any additional surgery or any medical/surgical intervention? ; how is the patient today?.

Event description:
It was reported that a patient underwent revision procedure due to central patellar traction on unknown date and barbed suture was used. The surgeon reported that the suture was not continuous but with some breakages in suture line. Additional information was requested.